Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is (B)(6) 2014. According to the complainant, the jejunal tube is obstructed. The caregiver failed to flush the device using 5ml and 10ml syringe. On (B)(6) 2014, the patient was brought to the hospital and the physician resolved the obstruction by performing an unknown procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube blocked/occluded. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.